Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
Per the clinical review on 20-jan-2016: per the chief of perfusion, in the last 15-20 minutes of cardiopulmonary bypass (cpb), the arterial roller pump stopped without any audible alert / alarm. "Service pump" was displayed on the local roller pump display. The user re-started the pump by touching the on button on the local display and he returned to cpb within ten seconds of the stop. Within one to two minutes, the arterial pump again stopped and "service pump" was again displayed. The pump was re-started by again pressing the on button on the local display in a few seconds. No other issues observed for the remainder of the procedure and the pump was removed from the base at completion of the case. The case was completed successfully, without delay and without associated blood loss. No harm was observed.

Manufacturer narrative:
During the laboratory evaluation, testing could not duplicate the reported issue of pump stop/service pump error message. The product surveillance technician (pst) tested the roller pump under normal conditions and after being placed in a cold chamber for 5 hours, from minimum to maximum speeds at optimal occlusion and the pump functioned properly. All internal parts, cables and connections were inspected with no anomalies found. The roller pump was sent to service for further evaluation.

Manufacturer narrative:
(B)(4). Issue occurred the week before as well per biomed; exact date is unknown.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display went blank twice. The issue was intermittent. The device was not changed out, as they used the local controls and the pump never lost power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis, on (B)(6) 2015 at 9:40:56 am a perfusion screen is opened. The pump is started and stopped four times. No indication of a problem in the pump log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.